Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a brain procedure to treat parkinson's disease with lea d/electrode placement. It was reported that there was a minor deviation of the right lead placement which was noted by the manufacturer representative present for the case to have been related to the patient's pneumocephalus with cfs loss. No additional intervention was reported. Surgery was delayed less than an hour.